Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 allegedly due to a pseudotumor. During the procedure, acetabular necrosis and scar tissue attached to the neck junction were noted. It was suspected that the cup and neck impinged causing metal ions. The modular head and acetabular cup were removed and replaced.